Event description:
The manufacturer received information alleging a ventilator stopped operating and the display went blank while the device was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's system board was replaced to address the issue. The system board was returned to the manufacturer's quality assurance lab for further investigation. The root cause of the issue was found to be due to electrical overstress. The 3.3 vdc buss was shorted to ground, caused by a shorted component at location cr5.